Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Serial number. Unknown

Event description:
It was reported to philips that the device "system failure: cycle power error 20004, optical switch faulty". There was no reported patient involvement.